Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time

Event description:
The caller alleged a variance between the inratio inr result in comparison to the lab inr result and poc inr result. The results were as follows: (B)(6) inratio=3.6, poc=1.4, lab=1.4. Therapeutic range: 2.0-3.0.